Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and bent inside the sleevehead. No further helix functions possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the helix of the right ventricular (rv) lead would not extend. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.